Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was in the circumflex artery. A 2.50 x 28 synergy ii stent was advanced but failed to cross the lesion. The device was removed and was advanced again for the second time. However, it got caught in the lesion and it was noted that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal row 4 were lifted and pulled in a distal direction. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found a kink at 60 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was in the circumflex artery. A 2.50 x 28 synergy ii stent was advanced but failed to cross the lesion. The device was removed and was advanced again for the second time. However, it got caught in the lesion and it was noted that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.